Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a vulnerability was identified within the remote control software server for use with the programmer. There was no patient involvement.